Event description:
Customer reportedly rec'd results of lo (less than 10 mg/dl) and 99 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.